Event description:
It was reported to philips that the system's footswitch was unable to trigger x-rays. The device was in clinical use at the time of the event. No harm to the patient or user was reported. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the issue occurred during planned treatment. The procedure was completed using the wired footswitch. It was reported to philips that the system¿s wireless footswitch was unable to trigger x-rays. Upon troubleshooting, the philips remote service engineer (rse) checked the system remotely and found that the issue occurred because the wireless footswitch battery was not sufficiently charged before use. To resolve the issue, the rse advised to always ensure the battery is adequately charged prior to starting any procedure. After repairs, the system returned to use in good working order. At the time this complaint was received, philips did not have enough information to exclude the potential for death or serious injury on recurrence, and as such the complaint was reported. Since that time, new information has been received which has led to the determination that this is scenario is not likely to cause or contribute to death or serious injury if it were to recur. An update has been made to the instructions for use (IFU) regarding the charging and handling of the wireless footswitch. This includes the requirement to have the wired footswitch always connected as a backup. Therefore, due to the availability of an alternative footswitch, in the event of a wireless footswitch failure, the procedure can be completed with minimal or no delay. Due to this, the malfunction of a wireless footswitch would not be likely to lead to a death or serious injury. Based on the investigation results, philips concluded that the complaint is not reportable the codes were updated based on the investigation outcome. The evaluation method code was corrected.